Event description:
The end user alleges he was driving the scooter out of his garage when he drove over a threshold, the scooter came apart in two pieces resulting in a fall. The end user sustained a cut to his left elbow requiring six stitches.

Manufacturer narrative:
Unit is being returned for device evaluation. Evaluation: cannot draw any conclusion at this time.